Event description:
It was reported that the right atrial lead exhibited undersensing and inappropriate 1488 t pacing. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).